Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The service history review could not be performed as a serial number was not provided a DHR review could not be performed due to the unknown serial number. A two-year review of complaint history revealed there has been 31 complaints regarding 31 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; the supplied instruction be understood and followed to ensure safe and effective use of the equipment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
A third party representative called in on behalf of the facility that a conmed generator, 60-8005-001, system 5000, was used during a robotic tubal ligation on (B)(6) 2019. It is reported that the instrument being used, fenestrated bipolar forceps with the intuitive surgical da vinci robotic system, along with a conmed generator. While surgeon was moving the bowel with the bipolar forceps and it fired on its own causing a superficial burn to the bowel tissue. A general surgeon came in and placed a stay stitch as a precaution. There has been no patient complications reported. The or director stated they replaced the conmed generator that was being used with another and no other incidents occurred. There was a delay in the surgery because the other surgeon had to come in. No delay time was available. Multiple attempts were made via the phone number provided to get more details, however a return call was never received with additional information. Since the conmed generator remains unknown, the most common esu used for these types of procedures was chosen to represent the machine used. This report is being raised based on device malfunction with potential for injury upon reoccurrence.